Event description:
Difficult delivery of an infant. Md felt pt was unable to progress. Vacuum extraction was attempted, via MFR recommendations. The infant could not be delivered; cesarean was performed. When the infant was born, he was very depressed. The infant died. Autopsy demonstrated a subgaleal hemorrhage.